Manufacturer narrative:
This report is submitted on august 7, 2020.

Event description:
Per the clinic, the patient experienced no clinical benefit from device use, and a migration of the electrode array. The device was explanted on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 23 september 2020.